Manufacturer narrative:
Larger patients may require additional padding around the table's surface in order to reduce pressure issues from occurring. In this instance, the account manager explained that the surgeon using the tale like to laterally tilt it to more extremes. This may be putting additional pressure on the patient at the point of contact. Depending on other patient conditions, this may have varying effects, some of which may be pressure points. Ongoing monitoring of the patient and additional padding to ensure that there is not excess pressure on any sensitive areas is still needed. The account manager has worked with the customer to discuss additional padding options such as gel or foam. The hospital has proactively added further padding to their patient positioning protocol with not further incidents to report.

Event description:
Patient burn mark after surgery.

Event description:
Patient burn mark after surgery.